Manufacturer narrative:
Customer did not provide the correct phone number.

Event description:
The customer reported that there was no power, the on/off led and battery (charge) led did not turn on. There was no patient involvement.